Event description:
Philips received a complaint on the v60 ventilator indicating that there was an o2 unavailable alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that they were using a regulator in the room. The rse advised that the o2 inlet pressure could be going too low and causing the o2 unavailable alarm. The customer stated that they were not trained on the v60, and any further troubleshooting would be completed once their coworker returned. This investigation is ongoing.

Manufacturer narrative:
The customer notified the rse that when the o2 supply was opened, the o2 flow dropped. It was concluded that the issue was with the customer's o2 supply. The customer then stated that they connected a known good o2 source, and they were able to successfully pass the testing. This confirmed that there was no issue with the v60 ventilator and that the issue was instead with the customer original oxygen supply. Multiple good faith efforts (gfe) were attempted to obtain additional information on the troubleshooting of the regulator the customer stated they had been using. No response was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The investigation concludes that no further action is required at this time.